Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked and there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.